Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: unknown knee tibial tray component; unknown knee femur component; unknown knee tibial insert component; unknown knee patella component; unknown bone cement. Initial reporter occupation: non-healthcare professional ¿ attorney. (B)(4).

Event description:
Knee claim letter received. Claim letter alleged that patient sustained personal injury as a result of implantation of a defective depuy attune knee device. Doi: (B)(6) 2016 dor: unk unknown knee.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.